Manufacturer narrative:
###A supplemental report is being submitted for investigation summary. Additional products: serial: unknown h6:FDA method code(s):b17 h6:FDA result code(s):c20 h6:FDA conclusion code(s):d14 serial# (B)(6) h6:FDA method code(s): b15, b17 h6:FDA result code(s): c02 h6:FDA conclusion code(s): d02 product event summary: the pump ((B)(6)) and the controller ((B)(6)) were not returned for evaluation. The autologs report was not available for analysis. Review of the controller log files revealed one data point recorded on (B)(6) 2021 after 06:41:37 with the date/time stamp of (B)(6) 165 (day/month/year) at 06:56:39. Additionally, review of the controller log files revealed that the pump parameters were within normal operation range leading through the analyzed period to (B)(6) 2021 and no alarms were logged within the analyzed period. The autologs reports information is based on the data available in the controller log files. It is likely the invalid data point recorded in the log files affected the ability to generate the autologs reports. As a result, the reported inability to generate an autologs report and "corrupt data" event was confirmed. Based on the available information, there is no evidence to suggest that a malfunction of the autologs report caused or contributed to the reported event. Further investigation using a representative sample revealed that the "corrupt data" event can be replicated when the controller is exposed to voltage spikes or noise caused when connecting a battery to the controller, resulting in a temporary loss of communication between the real time clock circuit and the user interface circuit (uic). The uic is responsible for operation of the controller, including recording data in the controller log files. Therefore, the loss of communication caused the controller to record an invalid date and/or time in the data log file. Based on the available information, the most likely root cause for the reported inability to create an autologs report event can be attributed to an invalid date entry in the controller log files. The most likely root cause of the reported "corrupt data" event can be attributed to a voltage spike or noise caused when connecting a battery to the controller. Information received from the site indicated that the patient was hospitalized for treatment of heart failure, arrhythmia, and was treated with drug adjustment. Additional information received from the site indicated that the treatment at the time of hospitalization for exacerbation of symptoms was cardiac catheterization and the cardiac measurements were middle venous pressure (cvp) 12 mmhg, pulmonary artery (pa) systolic blood pressure 16 mmhg, pulmonary artery (pa) diastolic pressure 12 mmhg, pulmonary arterial pressure (pcw) 6 mmhg and output volume 3.4 l/min. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, worsening heart failure and cardiac arrhythmia are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of cardiac arrhythmia events. Of note, the patient's reported medical history indicated the patient has a history of worsening heart failure. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for an update to: -b5.desc evt problem -imf code investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the treatment at the time of hospitalization for exacerbation of symptoms was cardiac catheterization and the cardiac measurements were middle venous pressure (cvp) 12 mmhg, pulmonary artery (pa) systolic blood pressure 16 mmhg, pulmonary artery (pa) diastolic pressure 12 mmhg, pulmonary arterial pressure (pcw) 6 mmhg and output volume 3.4 l/mi n.

Manufacturer narrative:
A supplemental report is being submitted for a correction to include the controller as part of the event. Corrected sections: b5 event description: corrected to include the controller allegation and disposition h10 addt manufacturer for MDR: corrected to include the controller serial number, expiration date, manufacturing date and coding additional products: d1: heartware ventricular assist system ¿controller d4: model #: 1420 / catalog #: 1420 / expiration date: 31-july-2020 / serial#: (B)(6), UDI #: (B)(4), d9: no, h3: no, device evaluation anticipated, but not yet begun. H4: mfg date: 24-july-2019, h5: no, h6: imf code(s): f26, h6: img code(s): g04035, h6: FDA device code(s): a23. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported review of the data log file of the controller revealed a corrupted data point. The controller remains in use.

Event description:
It was reported that the patient was hospitalized for treatment of heart failure, arrhythmia, and was treated with drug adjustment. The healthcare professionals were not able to generate an autolog report on their own. There was a possibility the log files were damaged or contained corrupt data. It was suggested by the clinical engineers that the previous log file data be deleted from the monitor to try to mitigate that problem. The ventricular assist device (vad) and autologs website remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿ unknown mcs / model #: unknown mcs / catalog #: unknown mcs / expiration date: unk / serial or lot#: UDI #: (B)(4) / device available for evaluation: no / device evaluated by MFR: no, device evaluation anticipated, but not yet begun / mfg date: unk / labeled for single use: no / (B)(4). Additional information has been requested regarding the patient weight of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. If information is provided in the future, a supplemental report will be issued.